Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: product was not released for inspection nor was the lot number provided. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.

Event description:
This is the second of two reports (same product ID, similar event, different patients). This is in regards to the second incident. Doctor had pinned the patient's head in the clamp. The patient was in the prone position. Doctor stated the patient's head moved while it was in the pins. No patient injury occurred and doctor continued on to use the clamp with no issue. Additional information has been requested.